Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
The patient was revised on (B)(6) 2021, approximately 4 months after the primary surgery on (B)(6) 2021 due to failure in the repair of the rotator cuff. A humeris stem cementless (16), double taper, 3-4 pegs glenoid and cocr head (50x20) were explanted. A glenoid baseplate (24), centered glenosphere (40/10) and post extension cementless (6) were implanted.